Manufacturer narrative:
(B)(4). Incomplete/interrupted cycle. The analysis results found that two reloads were received in good visual conditions. Reload (a) was received with the proximal 35 drivers up without staples and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. Reload (b) was received with 4 staples up, and locked. The cartridge reloads were manually unlocked and tested for functionality with a test device cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
The device was used in an open colorectal cancer operation. The first firing the cut line was complete and no staples came out at all. Buttressing material was used on the first and second firing. On the second firing, the staple were irregular shapes. The device was not fired over an existing staple line or clip.

Event description:
It was reported that during an unknown procedure some staples didn't come out after the 1st firing. Changed the 2nd one but some staples were malformed and stuck on the tissue. Changed to the 3rd one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4).